Manufacturer narrative:
The implanted valve models and sizes are unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, or the edwards sapien xt transcatheter heart valve - PMA p130009. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Based on the limited information provided, the root cause and timing of the worsening pvl could not be confirmed. In addition to the mechanisms listed above, patient factors not provided may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: ferreira-neto an, rodriguez-gabella t, guimaraes l, freitas-ferraz a, bernier m, figueiredo guimaraes c, pasian s, paradis jm, delarochelliere r, dumont e, mohammadi s, kalavrouziotis d, cote m, pibarot p, rodes-cabau j. Multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up. Rev esp cardiol (engl ed). 2020 apr 8:s1885-5857(20)30043-8. English, spanish. Doi: 10.1016/j.rec.2020.02.002. Epub ahead of print. Pmid: 32278660. This is one of seven manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article: 'multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up', data from 212 patients who underwent transcatheter aortic valve replacement with sapien valves (n=170) and sapien xt valves (n=125) in a single center between 2007 and 2012 was analyzed. Patients had a clinical and echocardiography follow-up at 1 month and 12 months, and yearly thereafter. The following event was identified related to postprocedural complications and follow up: valve in valve procedures were performed in 2 study patients due to severe paravalvular leak (pvl).

Manufacturer narrative:
Additional information: section h10: narrative text. This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01425, manufacturer report no: 2015691-2021-01427, manufacturer report no: 2015691-2021-01429, manufacturer report no: 2015691-2021-01430, manufacturer report no: 2015691-2021-01438, manufacturer report no: 2015691-2021-01443.